Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the left ventricular (lv) lead. Additionally, pacemaker mediated tachycardia (pmt) episodes were noted to be stored in the configured collection period. Boston scientific technical services (ts) discussed this looked like atrial or sinus driven. No adverse patient effects were reported. This device remains in service.